Event description:
An infusion pump with a failure 814:01. Information was not provided regarding whether or not the device was in patient use when the event occurred. No patient injury or medical intervention reported.